Event description:
Following a stent procedure in a pt anticoagulated with heparin and reopro (doses unk), an angio-seal device was placed. Immediately following deployment a hematoma was noted to form. A femostop device was applied, however, the bleeding was not controlled. The pt was taken to surgery where the hematoma was entered and the bleeding point controllled digitally. The artery was noted to be dissected in that area, and was repaired with a figure eight stitch. As of 09/02/1998 there has been no further report of complication or pt sequelae made to the MFR.